Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event log was unable to be reviewed because the device was unable to be powered up. The pump was visually inspected and error code 41541 was on the display during power up, then the screen turned red as reported. Further investigation of the pump revealed that a faulty latch lock flex was the root cause of the issue. The latch lock flex will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "error 41541/red screen software version: 97-0625-010300-01". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.